Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. All leads had thresholds and therefore system was no longer able to function efficiently for the patient. Entire system was explanted and replaced with new leads. No additional adverse patient effects were reported. Leads were shredded during extraction process.